Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain and cloudy drain. The patient was hospitalized due to abdominal pain 35 days prior to the peritonitis diagnosis. The patient was treated with unspecified antibiotics for the event. The patient was scheduled to remove the pd catheter and transferred temporarily on hemodialysis for 1 month. The cause of the event, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient passed away. The cause of death was reported as due to chronic kidney disease. It was unknown if an autopsy was performed. It was reported that the peritonitis event was ongoing. It was not reported if pd therapy was ongoing prior to or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.